Event description:
It was reported that during an unspecified coronary intervention, an un-specified device was being prepared for use inside the patient anatomy. An attempt was made to remove residual air from the device by pulling negative; however, air was suddenly pulled into the stopcock by the inflation device. A new stopcock was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with blood on the handle and on the rotator. There was no contrast visible. There was no damage noted to the stopcock. A plug was attached in the rotator side of the returned stopcock and attached a proxy 20/30 indeflator, filled with water. The indeflator was pressurized and at 8 atmospheres, pressure was lost and fluid came out of the handle of the stopcock. A query of the complaint-handling database was performed and revealed no other incidents reported from this lot. However, based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.